Event description:
While inserting a 4.5mm cannulated screw, the threads peeled. The surgeon removed part of the thread, but some material remains in the patient.

Manufacturer narrative:
Additional information was requested. Surgeon is not planning to revise at this time. Manufacturing site and manufacture date cannot be determined without a part number or lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.